Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
Advocate stated some of her daughter's blood glucose readings were not stored in the memory of the contour next link 2.4. No adverse event alleged. The advocate was advised to return the meter for investigation. The meter was replaced.